Event description:
Pacemaker under advisory for high battery impedance. Manufacturer recommends generator replacement prior to device reaching eri. Will be visiting with md soon to decide on best plan.